Manufacturer narrative:
A review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.

Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium results from two different rp 500 analyzers. There was no report of injury due to this event.